Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the plastic on the infusion set cannula broke when he applied the head set with the linkassist. No adverse event reported. Requested return of the alleged device for evaluation.